Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer noted that they flushed the air/water nozzle with water and air; they immersed the endoscope in the detergent solution; they wiped /brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and they flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to clogging of nozzle, air and water supply volume did not meet the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip and crack; suction cylinder was shaved; because suction cylinder was shaved, suction volume did not meet the standard value; light guide lens had a crack; plastic distal end cover, scope connector cover, protector of universal cord on suction connector, universal cord, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator lever and knob, up/down and right/left knob, control unit, and connecting tube had a scratch; objective lens, control unit, and suction connector had discoloration; up/down knob had corrosion; due to dirt on objective lens, there was a lack of image on the monitor; and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had poor air supply. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed using the same set of equipment. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign object inside the nozzle, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with below instructions for use (IFU): instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.